Event description:
It was reported that while using the bd vacutainer® push button blood collection set, leakage occurred from the needle sleeve while pulling tubes on and off during the collection process with an unspecified number of sets. There were no health impact or consequences reported.

Manufacturer narrative:
The information for the additional common device name is as follows: d.2a. Common device name: blood collection device. The information for the additional medical device type is as follows: d.2b. Medical device type: jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Therefore, 30 retained samples were subjected to functional tests, using 10 tubes per needle to assess the device's functionality. Three of these samples failed testing due to sleeve leakage observed from poor sleeve recovery. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set, leakage occurred from the needle sleeve while pulling tubes on and off during the collection process with an unspecified number of sets. There were no health impact or consequences reported.